Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported "the image diagnostics turned go give us some wrong information and the implant was not actually ruptured, but only capsular contracture was noticed." Baker grade unknown. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "intracapsular rupture." Affected side is unknown. The device remains implanted.